Event description:
It was reported that the ilet user self-inserted an infusion set without prior training, misapplied the first set when the adhesive folded over itself, then successfully inserted a second set after viewing a tutorial; blood glucose was unaffected, and education was provided on site plug use and best practices to avoid a kinked cannula, aligning with a use-of-device problem and an unspecified component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and a use error consisten with improper infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.